Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user has been using many years and states about 3 weeks ago noted redness and bleeding on parastomal skin around stoma. Began using sh powder and cavilon no sting barrier spray. Limited info available. Reports left wafer on longer than should have. Has resumed every 3 day changes and skin is improving